Event description:
Customer reports receiving a result of approx 500mg/dl, 102mg/dl, and 129mg/dl on the same device within 5 minutes. The results were not found in the device memory. No action was taken based on device results. No adverse event reported and no treatment received. No strip info provided. Quality controls were reportedly used, but without the strip info it is unknown if they fell within acceptable limits. Requested return of suspect device and replacement was sent.